Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('in pain, she could hardly move to get out of bed') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced alopecia ("hair was falling out"), abdominal distension ("looked like she was 9 months pregnant"), depression ("so depressed") and pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the alopecia, abdominal distension, depression and pain outcome was unknown. The reporter considered abdominal distension, alopecia, depression and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('in pain, she could hardly move to get out of bed') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), alopecia ("hair was falling out"), abdominal distension ("looked like she was 9 months pregnant") and depression ("so depressed"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the pain, alopecia, abdominal distension and depression outcome was unknown. The reporter considered abdominal distension, alopecia, depression and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.